Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2015, a 3.0x12mm xience pro x stent was successfully implanted in the mid right coronary artery (rca) lesion. On (B)(6) 2015, the patient was admitted to the hospital for chest and upper abdominal pain. A positive stress test was noted and the patient was discharged home on (B)(6) 2015. On (B)(6) 2015, the patient was hospitalized for planned angiography. On (B)(6) 2015, the patient was discharged home. Per study physician, the events were possibly related to the device. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience pro x everolimus eluting coronary stent system electronic instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, additional information was received as follows: on (B)(6) 2015, the patient was admitted to the hospital and right coronary artery (rca) stenosis was noted. There was no treatment provided. There was no device malfunction. There was no additional information provided.